Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting due to the suction error has not caused an injury, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during use of pico 7 ((B)(4)), it was unable to achieve a seal, appears to have good surrounding seal without leak. However, pump did not appear to maintain negative pressure. Device deficiency (malfunction) did not cause an adverse event, nor does investigator consider it can cause serious injury should it re-occur.